Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was noise while using both the secondary and the alternate sensing vectors. The noise was initially detected during a tachycardia event. The doctor elected to revise the system. The system was implanted in (B)(6) 2023, and the noise occurred in (B)(6) 2024. The revision took place the following (B)(6). During the procedure, it was noted that the front side of the distal electrode was bent. A new electrode was successfully placed on the right edge of the sternum using a three-incision method. The doctor stated that the initial insertion of the first electrode was performed using a two-incision method. It is thought that, for the explanted electrode, stress had been placed on the distal electrode tip inside the tunneler tool, which caused the electrode to bend. The doctor believes that cases like this could be reduced by selecting a three-incision method, taking into account factors such as gender, physique, and subcutaneous fat. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that additional information was received. The product model and serial numbers were received. After this, we found this event was reported previously under event (B)(4). It was reported that there was noise while using both the secondary and the alternate sensing vectors. The noise was initially detected during a tachycardia event. The doctor elected to revise the system. The system was implanted in (B)(6) of 2023, and the noise occurred in (B)(6) 2024. The revision took place the following (B)(6). During the procedure, it was noted that the front side of the distal electrode was bent. A new electrode was successfully placed on the right edge of the sternum using a three-incision method. The doctor stated that the initial insertion of the first electrode was performed using a two-incision method. It is thought that, for the explanted electrode, stress had been placed on the distal electrode tip inside the tunneler tool, which caused the electrode to bend. The doctor believes that cases like this could be reduced by selecting a three-incision method, taking into account factors such as gender, physique, and subcutaneous fat. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Product model/serial information was received. The MDR report # for the event with the correct information is 19386973. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.